Event description:
The user facility reported to the distributor: when using cauterizations, the unit on the travel crt could not fire. A new unit had to be brought in and the procedure was finished successfully.

Manufacturer narrative:
(B)(4) is the distributor for the cgi-4000b combined cautery and irrigator. Cgi-4000b is a (B)(4) private label version of nexcore ugi-3000 universal cautery and irrigator, the user facility is performing an internal investigation and has not released the unit for eval. Product was manufactured may, 2005. No record of product being returned for any repairs or adjustments. Verbal report from user facility to (B)(4) was the unit was checked by the biotech and returned to stock. As reported by (B)(6) to nexcore, the user site was investigating the event internally because there was no injury or perceived potential for injury and thought that filing the medwatch may not have been required.